Event description:
On (B)(6) 2010, a (B)(6) male patient underwent a posterior spinal fusion, t2 to pelvis, w/ depuy expedium 4.5mm titanium screw w/ 4/5mm co-bolt chromium tool, MFR milled cancellous chips and dbx putty. On (B)(6) 2010, the patient developed infection symptoms: elevated temperature (104.3) and a wbc of 6.0. On (B)(6) 2010, he was readmitted w/ wound break down, 1cm area of wound dehiscence to inferior portion of incision. Irrigation and debridement of posterior spinal wound was performed. The lateral gutter was explanted, bmp soaked, sponges were removed, cancellous chips were packed into the lateral "gottergfm" l2 -5 after irrigation. He was treated w/ antibiotics: cefazolin ((B)(6) 2010, tobramycin ((B)(6) 2010), vancomycin ((B)(6) 2010, cefezone 1100mg ((B)(6) 2010, cefezone 10000mg ((B)(6) 2010). On (B)(6) 2010, the patient was discharged w/ a PICC line and on ceftriaxone for 6 weeks.